Event description:
It was reported that during holmium laser lithotripsy procedure, after the connection was completed, the light transmission points 60 cm away from the indicator light. The physician was afraid of a break and leak of electricity during using, therefore, the physician stopped using it and completed the procedure with a new device. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the device found that the device was received in one piece, no defects to fiber body. The glass tip was mildly degraded and had burn marks on fiber jacket. During functional testing of the subminiature version a (sma) connector the light is passing through the connector. During functional testing "treatments used 10. Treatments left 0." Was displayed. There were burn marks on the connector. The fiber did not have any breaks or kinks; therefore, the reported complaint could not be confirmed. Based on analysis results, a conclusion code of no problem detected which indicates that there is not objective evidence that the device was broken.

Event description:
It was reported that during holmium laser lithotripsy procedure, after the connection was completed, the light transmission points 60 cm away from the indicator light. The physician was afraid of a break and leak of electricity during using, therefore, the physician stopped using it and completed the procedure with a new device. There were no patient complications.